Event description:
The pt received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the pt began experiencing overstimulation on the left side of his rib cage. Examination of the pt's scs system found that his leads had migrated up approx 1/2 inch from the original implant site. Reprogramming was able to greatly reduce the overstimulation sensations. The leads remain in use. F/u on the pt found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.